Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that the onetouch verioiq meter read inaccurately high compared to another device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue first began on (B)(6) 2014. On (B)(6) 2014 the patient reportedly obtained a blood glucose reading of ¿67 mg/d¿ with the subject meter (time not specified) and a reading of ¿53 mg/dl¿ (at 11:15 am) with the onetouch ultra2 meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 30% and/or <= 30 mg/dl. According to the csr¿s documentation, at the same time after obtaining the reading of ¿53 mg/dl¿ the patient reportedly consumed glucose tablets as self-treatment. Five days after the alleged issue first began the patient reportedly developed symptoms of ¿shaking, sweating, and confusion¿. The patient¿s form of treatment after the onset of symptom(s) is not specified. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner¿s manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 (09/18/2014)-device evaluation: the meter involved with this complaint has been returned on 9/2/2014 and evaluated by product analysis (pa) on 9/12/2014 with the following findings: the meter passed testing, met specification, and no faults were found; pa was unable to duplicate the complaint. Since test strip lot number was not provided, pa unable to perform retain testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Test strip lot #: information was not provided.